Manufacturer narrative:
Unit was received with operational currents within specification and passed self-test and displacement test. Unexpected battery power loss alarms due to connector resistance issue printed circuit board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was alarming a power loss every day. The customer¿s blood glucose during the incident was unknown. The battery cap was closed properly. They replaced the battery, but the issue recurred. The insulin pump will be returned for analysis.